Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing to the pyxis. The technical support specialist dialed the server and confirmed running and verified that messages were crossing over with the current time and found no disconnected flags. Additionally, the healthsight viewer showed no critical notices. The technical support specialist requested the customer to verify from their end and update if further assistance was needed. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had a malfunction that the orders were not crossing to the pyxis. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.